Event description:
During the preventive maintenance of a da vinci surgical system, the intuitive surgical, inc. Representative or the field service engineer (fse) found that the patient side manipulator (psm) arm failed the friction and viscous drag test. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected arm.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi for evaluation. Failure analysis investigation found that the psm failed the in-house weight brake drop test for axis-2 and the friction (viscous) test on axis 1 and axis 2. The axis 1 and axis 2 brakes were replaced and the arm was upgraded with new shaft, gear and bearings to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the weight brake drop test during failure analysis. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.